Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implant procedure, a defective cartridge that damaged the iol. The surgeon noticed viscoelastic coming up through the top of cartridge assuming that it was cracked. Then used a backup iol and completed the procedure. Additional information has been requested and received stating that the lens implant was noted to have full thickness tears after injecting it into the capsular bag. When the cartridge was inspected, there was a crack running almost the length of the cartridge shaft. The resident attempted to insert the lens however, had difficulty getting the implant through the wound. The implant was 1/3 out of the cartridge therefore, the scrub nurse had to re-load the implant. The same implant and same injector/cartridge were used to re-load the implant. The attending surgeon then was able to insert the implant. Upon the lens implant unfolding, noted a significant tear in the optic. The cartridge was inspected and had a large crack. The damaged implant was removed and a new cartridge and new lens was used. There was no additional medication or return to surgery needed. There was no patient harm.